Event description:
It was reported that the programmer was very slow in starting up. It was also reported that the atrial electrograms were often noisy. It was noted that an outlet that the programmer had been plugged into had caught on fire. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a slow start-up due to data drive corruption. Analysis could not confirm the noise on the atrial electrograms.